Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve for approximately 9 years is now diagnosed with severe aortic regurgitation and moderate stenosis. The patient underwent an implant of a transcatheter valve inside the subject valve; valve in valve procedure. Procedure summary indicates no complication and the patient was transported to the unit in stable condition.

Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.